Manufacturer narrative:
(B)(4). No additional information has been provided to date. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿.

Event description:
Gore received voluntary medwatch mw5077095 reporting the following: on (B)(6) 2013, a dual mesh plus goretex was implanted for ventral hernia. That mesh caused pain and swelling, bowel blockage, a tear, and perforated my intestines; I almost died. I remained in the hospital for weeks with two drainage bulbs, incisional hernias, and inguinal hernia due to the weakening of my abdominal wall. I am now disabled due to severe depression, and the three hernias that were caused by the mesh. I now, have to have more surgeries and my medical bills are outrageous . I've lost my life stability in life. I am a single mother of five and I live in pain everyday. My quality of life had diminished and this mesh could have killed me. Mesh is not good, it needs to no longer be used and removed from people before others fall victims to its affect. An implant date of (B)(6) 2013 and explant date of (B)(6) 2014 were also reported.

Manufacturer narrative:
Added (other) description. Added selection for combo product. Corrected patient/device codes to FDA codes. Corrected method code/conclusion codes. Additional patient codes: 2668 (bowel perforation); 2240 (hernia); 3191 (no code available - being used for ¿I almost died. I remained in the hospital for weeks with two drainage bulbs, incisional hernias, and inguinal hernia due to the weakening of my abdominal wall. I am now disabled due to severe depression, and the three hernias that were caused by the mesh.¿ ¿I now have to have more surgeries and my medical bills are outrageous. I¿ve lost my life stability in life.¿ ¿my quality of life had diminished and this mesh could have killed me.¿) attached voluntary mw for md#5077095. Multiple attempts for additional information, medical records, and product identification records were made. However, no additional information or records have been provided to date.